Manufacturer narrative:
(B)(4). Evaluation summary:the device was visually inspected and functionally tested. The reported condition of pump did not stop when required was not confirmed. No repairs will be performed at this time. Conclusion: the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that an automix 3+3/as compounder did not stop when required. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.